Event description:
Iridex became aware of a complaint reporting charring and presence of smoke during treatment with a micropulse p3 probe. There was no patient injury reported. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Engineering failure analysis could not be performed because the device was not returned for evaluation. No additional information is available at this moment. Iridex will continue to follow-up with the doctor for information regarding patient recovery.